Manufacturer narrative:
The event of fluid discharge is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation and fluid discharge.

Event description:
Patient reported right side deflation and "yellow-ish liquid coming down through skin under right breast." Device remains implanted.